Event description:
It was reported that the nurse noticed a blank display on the device. Shortly after the alarm rang and ventilation stopped. The ventilation was switched to using a bag valve mask. The user further reported that the device performed a restart with different settings after which a spare device was obtained to continue the ventilation. There were reportedly no patient health consequences.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries show that on august 7 the device was switched on at 18:02 and on august 11 a ventilation was started at 02:22. The device remained in this state until on august 15 at 01:15 a restart was initiated during active ventilation. After the restart the device generated several alarms including ¿airway pressure low¿ and ¿o2 supply pressure low¿ which indicates that the user disconnected the patient from the device. At 01:16 the ventilation was stopped by the user. There is no log entry indicating a change of device settings. Based on the error code a temporary software deviation was the root cause of the restart. The device was updated to the latest software version after the event. Performing a restart is an established approach to reach a specified operation state of the ventilator after unexpected deviation by restarting internal software processes without operator interaction. During the restart the ventilation is stopped, an audible and visible alarm of high priority is generated, and the pneumatic system opens to allow for spontaneous breathing. After the restart the ventilation is automatically continued. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the nurse noticed a blank display on the device. Shortly after the alarm rang and ventilation stopped. The ventilation was switched to using a bag valve mask. The user further reported that the device performed a restart with different settings after which a spare device was obtained to continue the ventilation. There were reportedly no patient health consequences.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.